Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. The reported inability to remove the lock line appears to be the result of an observed knot. Based on the information reviewed, a definitive cause for how the knot formed could not be determined. In this case, given the size and location of the knot, it is possible that the lock line became knotted at the end after the unwrapping/removal process; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Mitraclip system, steerable guide catheter, 2 implanted mitraclips. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds 50806u149) the lock line could not be removed; if were to reoccur it may lead to a portion of the lock line being left in the anatomy. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat functional mitral regurgitation (mr) with a grade of 3. Two clips were implanted and the mr was reduced to 1-2. A second mitraclip procedure was performed on (B)(6) 2015 due to an increased mr grade of 4 with decompensation, which was caused by progression of disease. The two implanted clips were confirmed to be attached to both leaflets. The clip delivery system (cds 50806u149) was advanced to the mitral valve leaflets; however, during deployment, after removing approximately 10 cm of the line, it became stuck. Troubleshooting was performed but was not successful; therefore, the clip was opened and the cds was removed and replaced. Two clips were implanted and the mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.